Event description:
It was reported that a user experienced a scan error when attempting to connect a Libre 3+ sensor to an iLet system, after which a subsequent scan was successful and the sensor entered warmup; the situation aligned with an intermittent communication failure associated with the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.